Event description:
The customer reported that she was at a diabetic clinic for a routine check up, and experienced a low blood glucose reading of approximately 40 mg/dl. The customer stated that the cause of the low blood glucose levels may have been excitement and nerves. Assisted the customer with her initial request to complete the prime process. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.